Event description:
It was reported through the stryker facebook page, "did your pain get better, mine is lower leg and ankle. Has hurt worse than knee. Swollen, bruised and so very painful."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.